Manufacturer narrative:
Citation: he w et al. Bispectral index-guided sedation in transfemoral transcatheter aortic valve implantation: a retrospective control study. J zhejiang univ sci b. 2017 apr; 18(4): 353¿359. Doi: 10.1631/jzus.b1600522. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding bispectral index-guided sedation in transfemoral transcatheter aortic valve implant (tavi). All data were collected from a single center between march 2013 and february 2016. The study population included 113 patients (predominantly male; mean age 75 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 4 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: ventricular fibrillation, cardiac tamponade, stroke, major vascular complications requiring surgical intervention, and permanent pacemaker implant. Based on the available information, the events were reasonably attributed to medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.